Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s baseline for lactate dehydrogenase (ldh) was generally within the low 400 u/l range. However, over course of 4 weeks ((B)(6) 2017, the ldh started trending up slowly. The patient was following asa/warfarin regimen as instructed by the lvad clinician. Labs from (B)(6) 2017 revealed an increase in ldh of 572 u/l. Dipyridamole was added to patient¿s a/c regimen of (B)(6) 2017. No on triple a/c. The patient was admitted on (B)(6) 2017 and started on bilvalirudin. Venous duplex was negative. Ramp study performed on (B)(6) 2017 was negative for thrombus. The following day the patient developed a nose bleed and bilvalirudin was adjusted, afrin given, and nose bleed resolved. A cta was also performed on (B)(6) 2017 showing that the outflow graft was free of kinks or pump thrombus. Ldh remained elevated despite anticoagulation therapy so a pump exchange was performed on (B)(6) 2017, with repair of left common femoral artery.

Manufacturer narrative:
Corrected information. It was initially reported that the device was not available for evaluation. The pump was subsequently received. Device evaluation: heartmate ii lvas, serial number vad-60718 was returned assembled with the driveline severed approximately 1 inch from the pump housing. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the outlet port. A segment of outer silicone jacket material was also returned, measuring approximately 13¿. Upon disassembly of the pump, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the evaluation of vad-60718, and a direct correlation between the device and the reported event could not be conclusively established. Thrombosis and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.